Manufacturer narrative:
Insulin pump received with an intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping and no button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The numbers kept scrolling nonstop. The customer's blood glucose was 178 mg/dl. The customer stated that they had the in their bathing suit, but they did not go into the water. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.